Manufacturer narrative:
Devices not yet returned to MFR. Investigation in process, but not yet complete.

Event description:
It was reported that, "the tips of the screwdrivers broke off while being used."